Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The lead was capped during a device downgrade procedure. Damage to the lead was noted at that time but it was thought to have occurred during the procedure. No patient symptoms were reported.